Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed to include analysis results.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that a year ago, this pacemaker device showed 13 years remaining longevity. During the previous device check, the device showed 8 years remaining longevity. Analysis showed that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other devices that have had continuous average power increases. Assuming that the behavior remained unchanged there was sufficient battery capacity to support therapy and replacement for at least 28 days. The device was explanted. No additional adverse patient effects were reported.